Manufacturer narrative:
Product development investigation was completed. A visual inspection under 5x magnification, attempted DHR review, technique guide review and drawing review were performed as part of this investigation. The reduction forceps with points narrow-ratchet 132mm were received at cq with the left distal tip sheared off. This complaint is confirmed. The sheared off tip fragment would be approximately 5mm in length as measured with calipers ca592 with reference to drawing. The fracture surface appears homogenous when viewed under 5x magnification. No fragments were returned with the device. The returned forceps are a reusable instrument available for use in several systems/technique guides to aid in fracture reduction of bones and boney fragments. Relevant drawings were reviewed. No product design issues or discrepancies were observed. Most likely due to excessive force applied on the distal tip of this 12+ year old reusable instrument. No new, unique or different patient harms were identified as a result of this evaluation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device is an instrument and is not implanted/explanted. A device history record review was done on part # 398.40, lot # a7na46. Manufacturing date: 10-nov-2004: the DHR is no longer available due to the age of the device (over 12 years old). The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a pair of reduction forceps with points (described as bone forceps / scissors with a hook on each end) broke during an open reduction internal fixation of the clavicle on (B)(6) 2017. It was further explained that one of the hooks of the device broke off during the procedure. The fragment fell in the surgical field and was easily retrieved with no additional medical intervention being required. The reporter does not believe that any x-rays were taken. The surgery was successfully completed without any surgical delays and the patient status was reported as "fine" at the end of the surgery. No additional intraoperative events are known. There is no additional information available. This is report 1 of 1 for (B)(4).